Manufacturer narrative:
UDI: (B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that while cancelling treatment following an air detected in the casette alarm during drain 1 of 5 she noticed fluid inside the cassette door. The set has not been made available. During follow up the patient's nurse reported that the patient's effluent has remained clear, and no antibiotics were prescribed to the patient.